Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the pump was returned with moisture inside the battery compartment. The leak test was performed and failed due to a crack in the battery compartment. The pump was opened and no further evidence of moisture was found.